Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: tip of access needle disengaged. Used another device. No bleeding. Nothing fell into the patient cavity. No tissue damaged. Not extended more than 30mins. No patient info available. No patient injury was reported.

Manufacturer narrative:
(B) (4).